Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge 19 alarm while loading the cartridge. The customer was able to load the same cartridge without receiving the alarm. The customer's blood glucose level was not impacted.